Event description:
This lead was explanted and replaced due to dislodgement. Originally the lead was going to be repositioned, but the helix would not properly extend. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.